Event description:
Customer reported that the needle broke off from the hub inside the patient while the nurse practitioner (np) was performing the pre-anesthetic process for bio te pellet insertion on a new male patient. The needle broke when the np was "driving the hub" deeply, per bio te procedure instructions, to get the anesthetic distally injected from the needle, where the pellets will be implanted. The needle was removed using ultrasound guidance and forceps.

Event description:
Customer reported that the needle broke off from the hub inside the patient while the nurse practitioner (np) was performing the pre-anesthetic process for bio te pellet insertion on a new male patient. The needle broke when the np was "driving the hub" deeply, per bio te procedure instructions, to get the anesthetic distally injected from the needle, where the pellets will be implanted. The needle was removed using ultrasound guidance and forceps.